Event description:
It was reported that the anchor came out. No procedure delay or patient injuries reported. A backup device was available to complete the procedure.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.